Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced postprandial hyperglycemia with subsequent evening hypoglycemia reported at 40 mg/dl while using the ilet bionic pancreas with a libre 3+ continuous glucose monitor (cgm) and a cd infusion set, attributed to inconsistent meal announcements and incorrect meal size entries; user education and setup assistance to initiate go bionic mode were provided, and oral glucose use for lows was discussed. Symptoms included elevated blood glucose after meals and low blood glucose in the evening. Outcomes included user education, completion of troubleshooting, and successful system setup without hospitalization. Investigation of this case revealed user-related use error with meal entry as the primary factor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction/use error with meal announcements and sizing leading to glycemic excursions.